Event description:
Customer's wife called to report the passing of her husband. Caller stated that the cause of death was due to congestive heart disease. Caller stated that the customer had complication from diabetes, amputations of his legs, and a bad case of shingles prior to his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.